Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 116 mg/dl, blood glucose was 47 mg/dl reported and the sensor glucose was 202 mg/dl and it was 84 mg/dl then dropped to 50 mg/dl. It was reported that the sensor suspended before low sensor glucose and blood glucose. Sensor glucose and blood glucose difference is not within acceptable range. Insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.